Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the implant date? What was the explant date? What is the lot number for the linx device? What is the product code for the linx device that removed? When did the recurrent reflux begin? Are there images available that show the change in position of the linx device since the implant procedure? What is the management plan? Is removal of the two retained beads planned? What is the current patient status?

Event description:
It was reported that a linx device was explanted because the patient re-herniated and the device ended up in her chest. Thus, her gerd symptoms reappeared. In a follow up it was discovered the patient had two beads remaining in her chest. No action was taken.